Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported probe breakage; however, the evaluation was unable to confirm the reported teflon pad damage. A visual inspection was performed and found the probe unit broken off. The broken portion of the probe measured at approximately 17mm in length and was returned to olympus. Due to the condition of the probe unit, a probe check could not be performed. In addition, the teflon pad was found with normal wear, no metal exposed. Based on the investigation findings, the most likely cause of the reported probe breakage is most likely related to the operator's technique. The instruction manual contains several warning and caution statements in an effort to prevent damage to the probe unit. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that towards the end of a total laparoscopic hysterectomy (tlh) procedure, the probe unit broke off outside of the patient. In addition, teflon damage was also noted and metal was exposed. No device fragment fell inside the patient. The procedure was completed using a different device. No patient injury occurred.